Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. E1: initial reporter¿s zip code is (B)(6).

Event description:
It was reported that the implant at tooth site #31 had to be reversed to correct angulation and the internal connection got deformed. A new implant was placed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation was performed. There was signs of use with bone debris on the external threads. The implants drive feature was damaged. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implant¿s drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.